Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be cracked. This resulted in high pacing and shock impedance measurements. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that a right ventricular (rv) lead revision was scheduled due to greater than 200 ohm impedance measurements. During the revision procedure the lead was successfully replaced. During final testing, the right atrial (ra) lead was reconnected to the device however noise and greater than 2000 ohm pacing impedance measurements were observed (that were not present prior to the procedure). Testing through the pacing system analyzer (psa) revealed normal values with no noise. The device was explanted and a new device was successfully implanted. Normal measurements were noted with the new device. A device header issue was suspected and the previous device was returned for analysis testing.